Event description:
A surgeon reports that, following implantation, a "burr" was noted on the haptic of the intraocular lens (iol). He believes this contributed to a tear in the capsular bag. Additional information has been requested.